Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report hospitalization for high blood glucose (bg), diabetic ketoacidosis (dka) and gastroparesis that occurred on (B)(6) 2015. Patient was treated with long acting and short acting intravenous (IV) insulin and injections. Treatment resolved the issue. Patient was released from the hospital on (B)(6) 2015. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia resulting in dka.